Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was alleged that the ceramic head was broken on (B)(6) 2021. Doi: (B)(6) 2020. Dor: unknown. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received,"pinnacle claimsuite complaint received ad (B)(6) 2024. It was alleged that the ceramic head broken on (B)(6) 2021. Doi: (B)(6) 2020. Dor: unknown. Affected side: unknown" product description: delta cer head 12/14 32mm +9. Product code: 136532330. Lot no: 9262144. Quantity of manufactured: (B)(4). Date of manufacturing: 24-aug-2019. Expiry date: 31-jul-2024. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +9, product code: 136532330, lot number: 9262144 and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 24-aug-2019. 3) any anomalies or deviations identified in DHR: no nonconformities associated with this lot. 4) expiry date: 31-jul-2024. Device history review: a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +9, product code: 136532330, lot number: 9262144 and no non-conformances / manufacturing irregularities were identified. Added: g4 PMA/ 510(k). Corrected: h4.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a2 (date of birth). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.